Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0011957871); product type: 0195-heart valves; product ID evolutfx-34 (j251277); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 87 mm and advanced calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon in consideration for the risk of rupture. Subsequently a 34 mm valve was inserted into the patient, advanced to the annulus, and deployed. Upon deployment, it was noted that the valve rose in position slightly. Additionally, both the non-coronary cusp and left coronary cusp sides of the valve did not expand fully. Due to the significant expansion failure, the valve was recaptured and withdrawn from the patient. The decision was made to downsize to a 29 mm valve. A second pre-implant bav was performed using a 24 mm balloon. Subsequently, the 29 mm valve was successfully implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was slightly above the bottom of the pigtail catheter. Additionally, a non-medtronic guidewire was used.

Manufacturer narrative:
Corrected data: d4 - expiration date corrected from blank h4 - device manufacture date corrected from blank medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.